Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to stent shortening include, but are not limited to, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3.5x38mm xience skypoint stent was implanted at the target lesion; however, post stent implantation, under angiography, the implanted stent length was found to be shorter than the expected 38mm. Despite the stent length observation, the stent was able to cover the lesion. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.